Event description:
Procedure: reverse osteotomy. According to the reporter: sutures broke in the same area with both devices while using. Surgeon had to manually suture to complete the case. Or time was delayed approximately 30 minutes. It could not be reported if bleeding occurred, however, no patient injury was reported.